Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation due to the issue resolution, the definitive root cause of the e103 bulb error could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac inquired if the bulb had recently been replaced. If the hours on the bulb are nearing 500 and if the unit had recently been moved. The customer was not in front of the equipment and could not answer the questions. Tac provided the customer with the bulb part number the customer reported issue was resolved by replacing the bulb. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e103(bulb error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.